Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 01/13/2021. A manufacturing record evaluation was performed for the finished device ph7907 and no non-conformances/ manufacturing irregularities related to the malfunction were identified. Additional information was requested, and the following was obtained: did the surgery was completed successfully? The surgery was successfully completed. Did the patient or the baby suffer from any consequence due to the pull off suture needle? If yes please explain. No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that the procedure was completed successfully. Did the patient or the baby suffer from any consequence due to the pull off suture needle? If yes please explain. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an emergency cesarean section on (B)(6) 2020 and suture was used. Before preparing to sew, the nurse opened the package to check that the suture was in good condition, however, the problem of pulling off suture needle had happened during sewing uterine. The procedure was completed using a new like device and there were no adverse patient consequences reported. Additional information has been requested.